Manufacturer narrative:
Additional info was received from the physician stating that the catheter became cracked "between where the catheter and needle mated", which allowed the biopsy sample to be squirted out through the opening in the catheter. The needle had not penetrated the catheter. The physician stated that the needle came in contact with the sheath after being withdrawn and this then prevented the needle extending to expel the biopsy sample.

Event description:
After collecting the lung biopsy, when the physician went to expunge the core biopsy, blood was coming out the side of the catheter as the catheter had broken. The procedure was completed with another of the same device without clinical consequence to the pt. The pt was reported to be "fine."